Manufacturer narrative:
Correction: cancel MDR, the investigation reveals no MDR reportable defects. Defects discovered in unit package, not used. Investigation findings: for the defect of absence of the safety device, it does not apply, as the design of the product was not designed with the safety device. The defect without a safety device may be related to use, as the customer may be comparing the insyte with another device that has the safety system. For the claimed defect, absence of a vent plug, a probable cause is related to the product assembly process and/or during product refueling.

Event description:
No additional information.

Event description:
It was reported that bd insyte was defective. The following information was received by the initial reporter with the verbatim: according to nursing, catheter without safety device and with dull needle. The catheter came without the cap to prevent blood backflow.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter email (B)(6). E1: initial reporter address- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.